Event description:
Patient undergoing endometrial ablation with novasure. The device was placed to measure cavity. Safety check was done. Cavity check was enabled. Would not proceed past "checking cavity". New device obtained. Procedure completed.